Event description:
It was reported that during a procedure the cast cutter was sparking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the evaluation, the service technician observed the brushes and armature turning on the bearings, which creates internal sparking that was seen. However, there was no external sparking observed. The service technician also found that the brush cap was missing. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the cast cutter was sparking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.